Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted the right ventricular (rv) lead was exhibiting diaphragm stimulating. On (B)(6) 2024 the rv lead was capped and new rv lead was implanted. The patient was in stable condition.